Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that spectrum infusion pumps when using a primary with a secondary infusion set up were experiencing under infusions during therapy [medication, volume, rate, and dose are unknown]. It was also reported that ¿about 10ml¿ of medication would remain in the bags even though the correct volume was entered for the total volume to be infused. To correct this issue the nurses are returning after the infusion is done and programming the pumps to run the remaining medication. There was no known patient injury or medical intervention associated with this event. No additional information is available.